Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the patient had disconnected and did not close the clamp on the patient line. The patient then reconnected to the setup. The technical services representative assisted the nurse in clearing the alarm and ending therapy. The technical service representative reviewed proper procedures with the nurse and advised that they start therapy over with new or manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient disconnected and did not close the clamp on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.